Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lap cholecystectomy procedure, the activation of cut and coagulation did not and would not stop. They have tried with other instruments and other cables and the error keeps coming. The generator continued to be active without the activation button being affected. They used another generator to complete the procedure. There was no patient injury.